Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 23 jul 2018. Medical records reviewed for MDR reportability. Patient underwent a left tka and was later revised for pain, crepitus, swelling, and popping/catching of the patella. The patellar component was found to be laterally positioned on the patella, causing it to tilt laterally and sublux when the knee was flexed. Doi: (B)(6) 2014; dor: (B)(6) 2015; (patella).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.